Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, failed battery test and battery out limit from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated for the high readings with the pump. The customer stated that the placed the battery in the pump and nothing was on the screen. The customer tried to clear the battery out limit and received a failed battery test. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer never cleared the alarm correctly before changing the battery out. The customer was advised to monitor the pump.